Event description:
The user facility reported to terumo cardiovascular that during chemotherapy infusion, the safety shield was already pulled up over the needle in the port needle in the access kit when opened. The product was changed out. No other information was given by the account. Complaint was found during maude search. Per facility, this is the 3rd time this happened this week, this is the only one that was saved. Device was not used on the patient. The product was change out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 28, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4113, 3221, 4315). Type of investigation: 4113 - device not manufactured by reporting manufacturer. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. It was determined that the device implicated is not a tcv manufactured device; therefore, an investigation will not be performed and a root cause will not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.